Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, morphine, and bupivacaine (concentrations, doses, lots unknown) via an implantable infusion pump. Indication for use was intractable spasticity and movement disorders. The patient was also prescribed pa boluses via the personal therapy manager (ptm). Patient history included multiple sclerosis (since 1997), chronic pain, and arthritis which caused intense pain. The patient experienced withdrawal symptoms on (B)(6) 2013 due to pump end of service (eos). The patient initially stated that the pump had failed, but clarified that it was due to the eos. The patient stated that she was addicted to it and could not be without the pump. The patient did not realize that the symptoms were due to pump longevity and did not realize the ¿passage of time.¿ the patient did not keep up with the time and the pump stopped and the patient went through withdrawal. The pump was replaced on (B)(6) 2013. Additional information was requested regarding drug information, actions/interventions taken, and the cause of the eos. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, lot# unknown, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated back in (B)(6) 2013 the pump kind of just died. The patient it was giving just enough medication, but not quite enough medication. The patient stated it was squirting out a tiny bit. The patient stated they were supposed to have pump replaced in (B)(6) but it just sort of died early in (B)(6). The patient stated they were in the hospital and in so much pain. The patient said their limbs were uncontrollably foiling about. The patient stated no pain med could help. The patient stated the pump made them an addict to the drugs in the pump. It was reported the morphine and bupivacaine don't do anything for the patient. The patient stated they were still in tremendous amounts of pain. It was stated the patient had become immune to the medications and they have been increasing the dose. The patient reported that they have multiple sclerosis. No further complications were anticipated/reported.